Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions and the display had a line through it. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence; however, that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2012. The battery cap was not returned with the pump for investigation. A test cap was used for all investigation steps. The battery compartment was cracked. The pump powered on with audio and vibration functioning but the display was blank. After the pump was powered on, the device gave a vibrate alarm every 3 minutes. When a test display screen was used, the display remained blank. The pump was opened and corrosion was found inside the pump on the circuit board. Moisture was found in the pump. Product analysis was unable to adequately investigate the keypad issue due to the damage of the device.